Event description:
Customer reported the extension set has leaking issues in the nicu. The set seemed to be leaking at the "small circle on the larger filter circle area". The product was on a pt at the time. No pt harm or medical intervention was reported. No additional pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.